Manufacturer narrative:
The valve was received in a plastic container. The liquid the device had been submerged in, had all leaked out of the plastic container. The valve was received dry. A deformation of the outer housing of the valve was observed through the visual in specification. The prosa valve housing was measured to confirm the presence of the deformation. The housing deformation measured at -0.0600mm, outside the tolerance of -0.02 +-0.02mm. The permeability test showed that the valve had a blockage. The valve was tested adjustable to all specified pressure. The braking functionality test has shown that the brake function is fully operational and the braking force is within the given tolerance. A deformation of the outer casing of the valve was observed through the visual inspection and confirmed via a measurement of the parallelity of the prosa housing. Next we tested the permeability and adjustability of the valve, as well as the braking functionality and brake force. The valve was not peameable but met all other specification. We have dismantled the valve. Inside the valve we have found a buildup of substance likely protein on the side of the intake spout. Based on our investigation, we are confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: unknown. Weight: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y po valve is blocked / underdrainage. Explanted." All med watch submissions related to this report are: 3004721439-2018-00253, 3004721439-2018-00254 (this report).